Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with low blood glucose of 19mg/dl in (B)(6) 2013. The customer was unconscious and the daughter could not get her to respond, then the paramedics were called. The customer stated that she had lost 100 pounds. The customer had the hypoglycemia episode while sleeping. The caller stated that the cause of her low glucose was feeling sick and too much insulin. The customer also reported being in the emergency room with high blood glucose over 500mg/dl, and she was treated with an insulin drip. It was stated that the cause of the emergency room visit was drinking and suicidal. No further information was provided.